Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the stylet inserted. The stylet appeared bent in the terminal area. The stylet was removed from the lead with some resistance felt due to the bend. Upon removal of the stylet, the lead was no longer bent. Analysis confirmed by visual inspection that the lead with stylet inserted, was kinked or bent in the terminal area, however upon removal of the bent stylet, the lead was fine. Analysis was unable to confirm the allegation that noise was due to a suspected fracture as the lead passed all electrical testings.

Event description:
Boston scientific received information that during the implant procedure, the scrub technician forcefully placed the fixation tool on this lead, creating a bend in the lead. The lead was implanted, however noise was observed. Due to a suspected fracture, the lead was removed from the pocket and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.